Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced white substance inside the tubing, therefore patient had changed the set which occurred on (B)(6) 2025. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6009388 have already been previously tested in the complaint (B)(4) on 07-may-2024. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: packing of quick set. The lot 6009388 was manufactured according to the work instruction (wi) version 81 and packaging in the multivac 12, on 27/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 03/jul/2025 against malfunction code foreign matter within product (only use where the foreign matter is within the insulin pathway) and lot 6009388 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.